Event description:
It was reported the ICU (intensive care unit) lead nurse reported "randomly has paused 2 times". "Could have been the wires. Placement of wires in question for this patient." It was also reported the device paused twice when pacing. The device was returned for test and calibration. It was indicated there was no patient harm. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that both bail covers were broken and the keyboard was scratched. (B)(4).